Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) shocked the patient hard when she made a wrong move. At times, the patient was shocked so hard that she had to turn it off. The patient noted that she was still learning to not make certain moves. The patient's indications for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the patient tries not to move ¿like that¿ to resolve the stimulator shocking them. The patient asks for help if needed, like getting item of any weight from a top shelf, pots and pans hanging in the kitchen, stretching to get water bottles off the top shelf at (B)(6), bending over and then going to a standing position too quickly, bending over to reach/clean items on the lower shelf in the back, moving too fast and making sudden changes like stepping over bumper for parked cars, doing her hair and holding her arms over her head for too long, and she must take her time when going to a sitting position. The patient turns the implant off with the patient programmer and she keeps stimulation on the same setting for 24/7.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.